Event description:
Patient reported that her hip implants slipped out of joint and cracked her femur subsequent to a total hip arthroplasty that occurred on an unknown date. A revision procedure was performed on (B)(6) 2010 to remove and replace the hip components and repair her femur. Product identification was not provided and invoice history could not be referenced as the date of the original procedure is unknown. Details regarding the hip components originally implanted are unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review device history records was unavailable. The investigation is limited to the information provided on the attached maude event report. Expiry date - unknown as the product identification necessary to obtain manufacturing information was not available. Date implanted - unknown. Manufacture date - unknown as the product identification necessary to obtain manufacturing information was not available. (B)(4).